Manufacturer narrative:
(B)(4): eval results: visual inspection of the returned lens showed a tear across the lens and a piece of the haptic/optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The rptr stated, the surgeon inserted a aa4203tl silicone plate lens and the lens tore in the injector as it was inserted into the eye. The lens was removed w/o any pt injury. This is one of two lenses the surgeon attempted to implant in this pt. See 2023826-2010-01078.